Manufacturer narrative:
Product complaint #:(B)(4). Date sent to the FDA: 9/27/2024 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was received: after investigation, the patient was a 31-year-old woman who underwent cesarean section in hospital on july 13, 2024. The surgeon used vcp311h to perform the skin tissue sewing in the way of continuous suturing during the surgery. The suture broke during the sewing. The surgeon immediately replaced a new suture (with unknown specific product information) for sewing again. The subsequent surgery went smoothly. The incident resulted in the patient's incision secretion and the surgery time was prolonged (with specific delay time unknown). The patient has been discharged smoothly currently. No report on subsequent adverse events was received.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? If yes, please describe. How was the bleeding treated? How long was the delay? Please specify in minutes. Other information requested is unknown. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a c-section on (B)(6) 2024 and suture was used. When the wound was being sutured during the surgery, the suture broke due to a slight pull. The wound was not closed and caused bleeding. Immediately changed another one to complete the surgery, which also delayed the operation time. Additional information has been requested.